Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on august 22, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The identity of the impacted product was revealed with the receipt of the device. The impacted product is a mentor smooth round moderate profile 475cc saline prosthesis. A manufacturing record evaluation was performed for the finished device 6860617 number, and no non-conformances were identified. Mentor is aware that the manufactured date provided occurs after the implant date provided. However, this is the only information that has been made available at this time. If additional information is made available in the future, then a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 15, 2020. Device evaluation summary: during the visual evaluation, an anomaly consistent with a crease/fold was observed on the anterior view of the device extending to the posterior view. A tear was also observed within the crease/fold on the posterior view measuring approximately 1.6 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with an unknown mentor smooth saline prosthesis experienced right sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, an explant was performed on (B)(6) 2020.